Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient called in to report that they were getting stimulation surges and that it made it difficult for them to walk for brief periods. The patient stated that this happens with the stimulation on and off. The patient planned to meet with a manufacturer representative on (B)(6) 2019. No further complications are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient made no mention of stim surges to the rep. The appointment was to discuss "new neck pain." Had nothing to do with this. No actions/interventions took place. Patient's weight was asked but unknown. The provided information was confirmed with the hcp. On 4/23, it was reported that rep believed patient was doing fine now. No sure what the issue was. On 4/25, it was reported that patient called the rep saying that he was feeling stimulation in his legs with the system off. He said that the battery was drained as well. Rep told him that was not likely and probably related to his stenosis. Patient was asked to contact the implanting physician to set up an appointment to evaluate further. Rep believed that patient was in hospital now for a kidney infection, so it will be a while before he¿s able to set an appointment with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that it was not sure if patient set up an appointment with the hcp. The cause of stim in legs when system is off was not determined but patient called the rep couple of days ago to say that things have resolved. The cause of battery being drained was unknown. No action/s interventions were taken to resolve this but the issue was resolved according to the patient. The kidney infection was not related to the devices/therapy. No further complications were reported/anticipated.